Event description:
It was reported that during implant, the right atrial (ra) lead, was found to have insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.